Event description:
The customer reported that approximately 70% of the way through a therapeutic plasma exchange procedure (tpe), the patient experienced an allergic reaction following the infusion of fresh frozen plasma (ffp). Symptoms were hives and itching. The procedure was paused, the physician was notified, and additional benadryl was administered. The customer reported that additional medications were also given by another physician. The patient was improving at the time of the customer's call. Patient identifier is not available at this time. The disposable set is not available for return for evaluation. This report is being filed due to medical intervention in the form of benadryl and other unspecified medications.

Event description:
The customer could not provide the patient identifier.

Manufacturer narrative:
Terumo bct internal reference: (B)(4). The customer did not provide the lot number pertaining to this event, therefore, a device history record (DHR) search could not be conducted for this specific incident. All lots must meet acceptance criteria before release. Root cause: this disposable set was unavailable for specific root cause analysis. Based on information provided by the customer, it is possible that the patient exhibited an allergic reaction to ffp as a replacement fluid. Per the therapeutic apheresis handbook: a physician's reference, 2nd edition, plasma replacement reactions may occur in approximately 7.8% of procedures, based on the results of a survey of therapeutic procedures. Of these reactions, most were mild and well tolerated.

Manufacturer narrative:
(B)(4). Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.